Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pkjk, implanted: (B)(6) 2015, product type: lead product ID 3037, serial# njd412454n implanted: explanted: product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient's device was not helping since implant on (B)(6) 2015. The patient experienced a sudden loss of change of therapy and a return of symptoms in (B)(6) 2015. The patient didn't feel stimulation and the therapy was on. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The health care provider (hcp) told the patient to call the manufacturer and then follow-up with them based on how it went. The patient increased the amplitude and felt stimulation in the correct area. Sometimes the patient used the blue button on the left side of the patient programmer and it was reviewed that it was the stimulation off key and not the patient programmer on/off key. This could have been a contributing factor to the patient&#38112;issues. The device was not working and did work for 1 month and then stopped. Since (B)(6) 2015, the new program was not helping the patient. The patient also had soreness at the implantable neurostimulator (ins) site in (B)(6) 2015. The patient was on program 3 at 0.80v and changed to program 2 at 0.80v and felt stimulation. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that they reset the device but it did not resolve the issue.